Event description:
During a remote follow-up, r wave amplitude variation and episodes of noise were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of lead damage, r wave amplitude, and noise were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead did not reveal any anomalies, except for damage which is consistent with procedural damage. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts.